Event description:
It was reported that during knee scope surgery, the screen was freezing up. No backup device was available to complete the procedure. No delay or patient injuries were reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship between the returned device and the reported incident. Visual inspection of the returned controller found that there were no physical or visual discrepancies with the device. The returned device was tested using a known good compatible wand, which revealed that the unit perform as intended. The sd card information was downloaded and the information shows the following error/s: error code 5 ¿ multiple buttons or foot controls have been pressed simultaneously the complaint was not verified and the root cause could not be determined after investigation since the device performed as intended. Factors that can lead to screen display issue include: 1. The ribbon cable could have become detached. 2. There could be an issue with the hardware for the display screen such as bad harness cable or bad circuit board. 3. There could be a software issue causing the unit to malfunction, such as new version will not respond after the upgrade. There were no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors, which can lead to screen display issue include: 1. There could be a software issue causing the unit to malfunction. 2. The ribbon cable could have become detached. 3. There could be an issue with the hardware for the display screen such as bad harness cable or bad circuit board. There are no indications to suggest the device did not meet product specifications upon release into distribution.